Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6). Implanted: explanted: product type accessory product ID a820. Implanted: explanted: product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient reported that they needed to go through the steps in clearing the data so there's no need for them to callback when they get connection lag issue. They were assisted in deleting the data and were able to connect to the pump with no lag.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6), product type accessory, product ID a820, product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Was received from a patient who was receiving fentanyl via an implantable pump for spinal pain indications for use. It was reported that since implantation, it has consistently taken up to 20 minutes to connect to the pump for blousing, often stalling at 90 percent during the process. The patient stated that they did not bolus and then they were on 'auto pilot'. The agent reviewed the data and walked the patient through how to delete the data. The patient will call back if they need further assistance. While on the call, the patient added that the communicator never holds a charge since being implanted. The patient stated that they had to plug the communicator in to charge between usage and they use it every hour, but it should be able to hold a charge longer than it does. The communicator battery was 68%. The agent reviewed how to see communicator battery level when connected to the pump. The agent reviewed communicator general use. The patient will monitor battery level and call back if further assistance is needed. The troubleshooting steps that were taken on the call resolved the issue.